Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that there was a malfunction with flexvision pc. The fse reseated the power cables and pressed the hdd diskbay power button manually. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision did not boot up successfully. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.